Event description:
It was reported that this right atrial (ra) lead was damage or defective. Physician nicked the lead with a laser and decided to laser out the ra lead without issue. Subsequently, this ra lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.